Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: visible corrosion found in the battery compartment and on the battery cap. Leak test failure due to battery compartment leak. Battery crack at the battery compartment threads above the bumper and below the bumper at the case seal. Opened pump; no futher evidence of moisiture found internally.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).